Event description:
It was reported that the user experienced sustained high glucose while using an ilet system with a dexcom g7, attributed to repeated cgm signal loss and pairing failures between the g7 sensor and the ilet, with the responsible device not identified; the highest cgm value was 301 mg/dl and a meter value of 290 mg/dl, and the infusion set was placed on the left abdomen. Symptoms included hyperglycemia and irritability. Outcomes included no health consequences or impact. Troubleshooting and education were completed, including advising sensor replacement and waiting for reconnection, after which cgm readings resumed and the user¿s fingerstick was 139 mg/dl. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, with the electrical and magnetic subsystem and antenna identified as involved components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.